Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 50 mg/dl. The customer did not treat the low bg. The customer stated that the low bg was caused by insulinoma which produces insulin in her body. Tandem technical support advised the customer to discuss the low bg event with a healthcare provider.